Event description:
A physician reported that a pt who had been treated with hyalgan (sodium hyaluronate) experienced a "pseudoseptic reaction". Sodium hyaluronate was initiated for osteoarthritis. The event began after the second injection of the series in 2003. The pt experienced swelling and pain at the site. The physician stated that it was a "pseudoseptic reaction" and that the pt appeared to have a hypersensitivity to sodium hyaluronate. The physician permanently discontinued the series of injections. At the time of the report the pt had recovered. More info was requested from the physician and will be provided when available. Add'l info was recieved from a physician by phone. The event occurred one day after the second injection was given in 2003. They described pseudo-septic reaction as leg swelling with decreased range of motion and exacerbated pain in the knee. The pt did not have a fever. No lab tests were performed. The physician mentioned that the pt had a history of allergic reaction to many drugs. Sodium hyaluronate injections were discontinued and no treatment was given. The pt recovered in two weeks time. The lot number was not available.